Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer not detected on bus. The field service engineer reseated row board cable, pixie bus cable and reinstalled the auxiliary chassis to resolve. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer not detected on bus. The customer added they were unable to retrieve medication to the patient. However, there were no adverse events or injuries reported based on this event.